Event description:
Drug/diluent: levobupivacaine and saline. Fill volume: 400 ml. Flow rate: 6 ml/hr. Procedure: epidural analgesia after cesarean. Cathplace: unknown. It was reported that the pump emptied in about 30-35 hours. It was reported that the pt had motor block in addition to analgesia. No adverse reaction. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed. I-flow provides a "caution" on its dfu which states the following: cautions: do not under fill pump. Under filling the pump may significantly increase the flow rate. Filling the pump less than nominal results in faster flow rate. Filling the pump greater than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in faster or slower flow rate. The easypump c-bloc ra select-a-flow has been calibrated using normal saline (ns) as the diluent and room temperature (22 decrees celsius, 72 degrees fahrenheit) as the operating environment, the select-a-flow should be worn outside clothing and kept at room temperature.